Event description:
The hygienist went to position the x-ray tubehead during use and the tubehead disconnected from the yoke. The hygienist caught the tubehead from falling.

Manufacturer narrative:
There was no user or patient injury with this event. A dealer service technician performed an on-site inspection of the x-ray unit. The retaining clip that holds the tubehead to the arm came loose over time from use, allowing the disconnection of the tubehead. The tech attempted repairs to the unit but a short in the wiring damaged the main board. Due to the age of the device and unavailability of replacement parts, the unit is no longer operational. Device evaluated by dealer service tech.